Event description:
The customer states that one patient sample generated cell-dyn 3700 sl rbc results of 2.24 m/ul and hemoglobin results of 6.9 g/dl in the closed mode of operation. This same patient sample generated an rbc result of 5.00 m/ul and a hemoglobin result of 15.5 g/dl in the open mode of operation. The customer states that the sample was quite low in volume, but the analyzer did not generate an insufficient quantity error in the closed mode of operation. As part of the troubleshooting for this issue, the customer tested five other low volume samples (0.3 ml) and three generated a quantity insufficient error and two did not (these two generated abnormal results; the customer did not provide any values for these two samples). No suspect results were reported from the lab. There is no impact to patient management reported.

Manufacturer narrative:
(B)(4). An abbott field service engineer (fse) was dispatched to the customer site and cleaned the sample aspiration line with bleach, which resolved the issue. The cell-dyn 3700 was performing within specifications. A follow-up call to the customer was made five days later and confirmed that the issue was resolved after washing the sample aspiration line with bleach. A non-statistical trend (nst) review was performed in the complaint database for the reported issue from (B)(4) 2009 through (B)(4) 2009; no nst was identified during the searched period. The cell-dyn 3700 system operator's manual, list number 06h89-01, (B)(4), contains information to address this customer's issue. Based on the investigation, no product issue was identified for the cell-dyn 3700 in regards to the reported issue. No malfunction was identified. There is no systematic issue with the cell-dyn 3700 product line. This is a final report.

Manufacturer narrative:
This is an initial report. A final report will be submitted at the conclusion of an investigation. An investigation is in process